Manufacturer narrative:
H3, h6: the navio surgical system india, pn: rob00036, sn: (B)(6) used in treatment was not returned to the designated complaint unit for evaluation, therefore, visual and functional inspections could not be performed. The product was not returned however the software files were downloaded from the device and provided for investigation. Per the navio surgical system user¿s manual, the femur initial placement section of the implant planning stage specifies that, when changing implant rotation, the point of rotation will now be based off the posterior medial condylar point. The tibia implant misplaced in relation to the mapped bone surface was confirmed. This scenario was recreated in the same way that the user had conducted the case. A case was created that went through the post-operative gap assessment stage. From the gap assessment screen, the back arrow button was continually selected until reaching the surgical preferences screen. The tibia bone tracker was then readjusted so that it was in a different position. Within the same case, the knee registration data was retaken. The implant planning screen showed the tibia implant was not placed over the bone mesh. The intended functionality of the system is to retain the implant position (relative to tracking frame) from planning states if the user navigates backwards from planning states and then back into planning. If the tracking frames are moved, it can result in strange positions of the implant relative to the bone because the implant is still located in the same position relative to the tracker, but the bone has been re-registered in a different location. If the user recollects the knee data and moves the bone trackers to a new position, the user should select the ¿reset tibia position¿ option under the ellipses, ¿other options menu¿ widget. If a navio surgical system failure occurs at any point during the surgical case, the surgical technique guide provides a ¿recovery procedure guidelines¿ table that provides guidelines for recovering to a fully manual procedure. Per the navio surgical system user¿s manual, the femur initial placement section of the implant planning stage specfies that, when changing implant rotation, the point of rotation will now be based off the posterior medial condylar point. The clinical/medical evaluation concluded: ¿based on the information provided, there was no surgical delay or patient injury/impact as the procedure was completed using manual instrumentation. Smith and nephew has not received adequate materials (operative reports) to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation.¿ this situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.

Event description:
It was reported that during a tka procedure, it was found that on changing the internal rotation of femoral component, on the planning screen, the resection depth of posterior medial side was not getting changed. Also, the tibia implant was not placed appropriately over the mapped surface. The alignment of femur and tibia in post op gap assessment was not correct. The procedure was continued with manual technique and there was a delay of less than 30 minutes. No other complications were reported.